Event description:
It was reported that the patient was admitted to the hospital and that the patient's device could not be interrogated. The reason for the admission is unknown. No additional relevant information has been received.